Event description:
It was reported that an ilet user experienced reduced battery longevity, with runtime decreasing from approximately seven days to about four days despite proper placement on the charger and a steady charging indicator. Symptoms included no adverse clinical effects. Outcomes included no interruptions of therapy, no device shutdowns, and no medical care or hospitalization. Investigation included review of battery charging practices and verification of charger engagement, with a plan to review device battery logs. Investigation of this case revealed no evidence of full battery depletion, no alarms, and no device shutdown, indicating normal device function with perceived decreased battery duration over time. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending log review.